Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient in her forties who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("constant joint pain"), fatigue ("fatigue") and amnesia ("memory loss"). At the time of the report, the genital haemorrhage, arthralgia, fatigue and amnesia outcome was unknown. The reporter considered amnesia, arthralgia, fatigue and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient in her fifties who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("constant joint pain"), fatigue ("fatigue") and amnesia ("memory loss"). At the time of the report, the genital haemorrhage, arthralgia, fatigue and amnesia outcome was unknown. The reporter considered amnesia, arthralgia, fatigue and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.